Event description:
The customer stated two samples obtained from a pt tested non-reactive on hcv eia 2.0, but were reactive on axsym anti-hcv. The samples were sent to a reference lab for riba testing and were reactive for two proteins (c33c and c22b).the customer stated the riba results correlate with the axsym results and believes the pt is seroconverting.1

Manufacturer narrative:
The pt sample has been requested, but it has not yet been received. The sample will be evaluated for anti-hcv status using file inventory of hcv eia 2.0 reagents. Based upon in-house test results of the sample, appropriate reference testing will be performed to properly classify the anti-hcv status of this sample. Further performance evaluation of the hcv eia 2.0 reagents will not be performed as the lot number involved is unk. A final report will be submitted when the investigation is complete.